Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported his insulin infusion headset is not properly adhering to his body. He stated he replaced his headset on (B)(6) 2010. He mowed the lawn the next day and his headset became dislodged and it was not longer "sticky." He stated he prepares his site by cleaning with alcohol and allowing it to dry. He was educated on the sandwich technique. He discarded the infusion set at issue. Courtesy infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.